Event description:
Hcp reported the pt presented with "fever/meningitis." Cultures taken in 2003 were negative for growth. The pt then presented the following month with a fever and an increased white blood count. Cultures were positive for staphylococcus aureus. The pump system was removed. A new pump system was implanted the following month. The pt is reported to have recovered without sequela.